Event description:
On october 27, 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter continued to revert to the setup mode when trying to perform a blood glucose test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began in the evening (date not specified). The customer care advocate (cca) was advised the patient manages her diabetes with a combination of metformin tablets (1000 mg) and lantus insulin (30 units). It is not known what action the patient took at the time of the alleged issue. About 30 minutes after the alleged issue begun, the patient claimed she felt a symptom of sweating. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through resolving the alleged product issue. Replacement products were still sent to the patient. It is not known if the patient made changes to her diabetes regimen or if she continued to test on another device; however, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.